Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) could not be seen through remote desktop, and the ias computer would not boot. The ias computer was replaced and the software was loaded. The imaging system then passed the system checkout and was found to be fully functional. The ias computer was returned to the manufacturer for analysis. Analysis confirmed the reported issue, and found bios had been corrupted. Analysis found that the reported event was related to a computer issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would not pass the ¿system booting¿ screen on the pendant. The system was rebooted without resolution. This issue was noted outside of a procedure, and there was no patient involvement.